Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Cerebrovascular accident is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.75x18 xience xpedition was implanted in the mid right coronary artery on (B)(6) 2015. After the procedure the patient had an elevated troponin level. There was no report of treatment and no report of chest pain for this troponin elevation. On (B)(6) 2015, the patient was hospitalized with an embolic stroke with left leg and arm weakness. Magnetic resonance imaging (MRI) of the brain was performed. The condition is continuing and the patient was transferred to a rehabilitation facility on (B)(6) 2015. No additional information.